Event description:
A client site reported a situation on (B)(6) 2010 which was directly caused by the customer using the software using an oracle configuration under which the medical device software was not validated. In the reported issue, a crossmatch test was not linked to a component in a certain scenario and the system did not display a warning. However, the error should have been detected by site following their standard operating procedure which states that the product ID tag should be compared to the info in the system. No pt harm occurred. During the course of the investigation of the reported issue, the manufacturer identified additional oracle settings that are important to the system's database configuration. Documents that contain additional labeling have been distributed to all sites that currently use the product.

Manufacturer narrative:
The database setting was changed at the reporting site and the issue has not occurred since. Other client sites were also investigated and no occurrences were identified; in addition, the database configurations of these other sites were checked and they are not using the unvalidated configuration. Eval summary: when the software is used with an oracle database setting of cost-based optimization mode, which is an unvalidated configuration, the system may not link a crossmatch test to the component. The device was being used for treatment; no pt harm occurred. No adverse event occurred. The reporting site was using the software in an unvalidated oracle database configuration, and was not installed according to manufacturer's installation instructions. During the course of the investigation of the reported issue, the manufacturer identified additional oracle settings that are important to the system's database configuration. The database setting was changed at the reporting site and the issue has not occurred since. Other client sites were also investigated and no occurrences were identified; in addition, the database configurations of these other sites were checked and they are not using the unvalidated configuration.